Event description:
It was reported that upon implantation a preloaded monofocal intraocular lens (iol) system had a cartridge split. However, the lens was fully inserted into the patient's operative eye. Patient status was reported as unknown. Through follow up it was learned that the cartridge did not just crack at the tip of the cartridge, but there were full thickness cracks up the cartridge to the extent that the viscoelastic was leaking out of the crack. The patient did not suffer any ill effects. The device is not available for return. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.